Event description:
A malfunction alarm, identified as malfunction code 12, was reported without any notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue happened again.